Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a signal loss on the g5 mobile application and an adverse event. The patient¿s mother stated the patient was unable to receive values on the dexcom continuous glucose monitor (cgm) due to having signal loss which resulted in an adverse event. The patient stated they were having a hypoglycemic event and the resident advisor called emergency medical services (ems). When ems arrived, they performed a finger stick and they treated the patient with intravenous (IV) therapy of dextrose and was transported to the hospital via ambulance. It was indicated that the patient was given cortisone at the hospital and administered an IV of saline. At the time of contact, the patient was still in the hospital and was scheduled to be released on (B)(6) 2018. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause was the transmitter and app were unable to establish a connection. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.